Event description:
The customer reported to olympus that when using an evis exera iii video system center, there was an error code e315. The event occurred during preparation for use, and the diagnostic procedure (colonoscopy) was completed with the same device. There was no procedural delay, no patient under anesthesia or no patient harm associated with the event.

Manufacturer narrative:
The device has not been returned to olympus to date. However, the customer stated that she was able to troubleshoot and that and the issue was resolved. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
Updated fields: h6 and h10. Correction to h4. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the specific cause of phenomenon could not be identified. Olympus will continue to monitor field performance for this device.